Event description:
Additional information received reported that the patient was still being treated by infectious disease specialists. It was noted that his device was checked several days before explant and the impedances were fine and the stimulation was providing benefit to the patient's dystonia.

Event description:
It was reported that the patient had his pocket revised by a plastic surgeon on (B)(6) 2012. Following the revision the patient experienced coupling and communication issues, though it was noted that there were bandages present over the pocket site. An x-ray was taken, which showed that the neurostimulator was facing the wrong way and was beyond the recommended depth specifications. The patient had also developed a small infection, which was treated with oral antibiotics. The patient was scheduled for revision surgery on (B)(6) 2012, when it was discovered that the infection had progressed, and the entire system was removed. The hope was to re-implant the patient after a long course of IV antibiotics followed by oral antibiotics. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced multiple infections over the previous 2 years because of exposed wire. It was believed that the infection was associated with a lead that eroded through the skin. The patient was very thin. The use of the implantable neurostimulator (ins) system was suspended. They planned to wait 3 months to make sure the infection was fully cleared and planned to re-implant in the future with a similar neurostimulator system. Because patient was a dystonia patient and was at higher parameters than parkinson's, the surgeon believed that the systems could hold onto low grade infections for a while. The antibiotic therapy was good and the infection cleared and fully healed. It was reported that everything was wonderful now.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v183416, implanted: (B)(6) 2009, explanted: unknown; extension: model 748240, serial# (B)(4), implanted: (B)(6) 2003, explanted: unknown; adaptor: model 64001, lot# n240186, implanted: (B)(6) 2010, explanted: unknown; programmer: model 37642, serial# (B)(4).